Event description:
(B)(6) clinic receiving multiple error 407 (failure of onboard controls) for roche coaguchek xs plus meter while using test strips with lot number 49408211 and expiration 3/31/2022. On (B)(6) 2021, approximately 5 failures were noted out of a vial (24 test strips per vial). On (B)(6) 2021, two test strips out of a vial of 24 failed. Use of the vial was suspended after the two failures, per a conversation with roche on (B)(6) 2021. Not all test strips from the affected vials failed. Test strip reported error message 407 once a droplet of blood was applied. Machine immediately displayed error 407 and would not record a result. This was noted on one roche coaguchek xs plus machine by one nurse performing the point of care testing. This occurred while testing multiple patients (not all errors were related to one patient.) Roche has been notified of the concern, and we have been asked to send vials with failing test strips back to roche for further testing/analysis. Package of 48 strips. FDA safety report ID # (B)(4).